Manufacturer narrative:
Related MFR numbers covering history of gastrointestinal bleed: 2916596-2020-05770 and 2916596-2020-05772. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a long standing history of gastrointestinal bleeding. The patient was hospitalized from (B)(6) 2022 for gastrointestinal bleeding. No source of bleeding was found. The patient returned to the emergency room for a low hemoglobin and did not wish to be readmitted and have further testing or transfusions and elected for hospice services. The patient passed away under hospice care on (B)(6) 2022.

Manufacturer narrative:
Related MFR numbers covering history of gastrointestinal bleed: 2916596-2020-05624, 2916596-2020-05770 and 2916596-2020-05772. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.